Event description:
It was reported that a customer experienced damage to their pump's usb charging port. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.